Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event was not reported. It was reported that the patient had been in the hospital for the last three weeks and was treated with unspecified antibiotics for the event. The patient outcome and action taken with pd therapy were not reported. No additional information is available.